Event description:
User received negative results with visual evidence of leukocytes for 3 weeks to 1 month. Total number of samples involved is unknown. The following three patient examples were provided. In 2009: sample #1, urine sample resulted negative for leukocytes. Microscopic examination of the same sample showed greater than 50 wbc per hpf. At 5 days later: sample #2, urine sample resulted negative for leukocytes. Microscopic examination of the same sample showed greater than 50 wbc per hpf. At about 8 days later: sample #3, urine sample resulted negative for leukocytes. Microscopic examination of the same sample showed 10 to 20 wbc per hpf. No direction action was taken based on values given by analyzer. Lab protocol is to perform microscopic exam on every sample. The correct results were reported.

Manufacturer narrative:
Investigation of the event did not determine a cause, and the issue could not be reproduced. The reference strip was replaced and the photometer cable checked. All tests performed within specification. Reflectance values and controls passed without error. Verified analyzer performance to be within specification.